Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The one (B)(4) device was returned for evaluation. The customer's report was confirmed. Once the clear insulation was unrolled, it was found to be damaged. A reduction in the size of the jaw flags was put in place to help mitigate the occurrence of failures to the clear insulation. The incident device was manufactured prior to that change. Furthermore, the instructions for use (IFU) states carefully insert and withdraw the instrument from cannulae to avoid possible damage to the devices and/or injury to the patient. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Trocar cannulae with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Injury has rarely been reported with these complaints.